Manufacturer narrative:
The instrument has not been returned to isi for failure analysis; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. Based on the provided information, this complaint is being reported due to the following conclusion: during a da vinci assisted surgical procedure, the jaws from the harmonic ace curved shears instrument allegedly broke off and fell inside the patient. The fragments were retrieved; however, at this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of the harmonic ace curved shears instrument broke off and fell inside the patient. Both pieces were recovered and another instrument was used. There was no report of patient harm, adverse outcome or injury. On (B)(6) 2017, intuitive surgical inc., (isi) contacted the initial reporter and obtained the following additional information: according to the customer, the fragments were retrieved using traditional laparoscopic techniques.